Event description:
It was reported that on (B)(6)2026, the patient experienced elevated blood glucose levels after approximately 4-24 hours of pod wear abdomen, noting that blood glucose had been elevated for approximately two days prior to the event despite replacing the pod three times. Blood glucose was reported to have increased above 500 mg/dl and did not decrease despite administering a manual insulin injection. The patient developed symptoms including tiredness and a feeling of almost having a stroke, prompting her to seek medical attention. She subsequently contacted paramedics and was admitted to the intensive care unit with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization consisted of intravenous insulin and antibiotics. The reason for antibiotic treatment was not specified. The patient remained hospitalized for approximately one week and was discharged on (B)(6) 2026. The pod worn prior to being hospitalized was discarded and is unavailable for investigation.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.